Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient was not satisfied with level of continence. Therefore, the dr. Decided to check the artificial urinary sphincter (aus) intraoperatively. The device was functioning properly, however, the patient was mis-sized and required a smaller cuff. All components were removed and a new aus was implanted. The procedure was successfully completed and a full recovery is expected for the patient.